Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to a old o2 blender flag being out of specification by faulty actuator.

Manufacturer narrative:
(B)(4). The suspect device/component has been received by vyaire. An investigation is currently pending. Once the investigation is completed, a follow up report will be submitted with the results of the investigation.

Event description:
The customer reported while installing a new gas delivery engine (gde) on the avea ventilator, it was alarming vent inop and a burning smell coming from the gde. The customer stated there was no patient involvement associated with this reported event.